Event description:
Event: unresolved type 1 endoleak at the superior attachment system. Event narrative: deployment of the graft was uneventful. An endoleak was noted on "CT" at discharge. No intervention was performed. The patient is scheduled to be seen after one month.